Event description:
(B)(6) called to inform us that pt's cleo catheter broke off inside of the pt. Pt's mother went to routinely change the site, and when she removed the site, she noticed there was no catheter attached. She took her daughter to a doctor (not her pah md) who searched for the catheter under the skin, but could not find anything. A couple days later, the mother noticed something sticking out of pt's skin and used her fingernail to remove the item, it was the catheter. She brought the catheter into the pah md office to show them. (B)(6) states pt is doing very well otherwise no other info is known. Pt infused remodulin. Dates of use: (B)(6) 2016 - present. Diagnosis or reason for use: pah.